Event description:
Rptr alleges plaintiff developed injuries which included a disease or disorder, including capsular contracture, severe breast pain, development of breast lumps, severe calcification, development of silicone leakage, extensive cosmetic damage, anxiety and depression following implantation of the right implant and therefore had removal.